Event description:
Md ordered to pull uac out 1cm. Registered nurse slid down sutures in order to perform procedure holding proximal end of catheter. Placed finger and thumb around distal catheter to gently pull back catheter when catheter snapped in two. Registered nurse able to hold onto proximal end of catheter to prevent catheter from entering umbilical artery further. Md placed hemostat on proximal end and rn completed removal of remaining catheter. Tip was intact, no injury to pt.